Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The beckman coulter (bec) field service engineer (fse) noted peri-pump tubing failed the aspiration test for aspirate probes number one (1) and two (2). The fse noted intermittent mixer motor failure and fliers with access accutni+3 precision. The fse repositioned the peri-pump tubing due to premature wearing. The fse proactively replaced wash collar, replaced mixer motor and repositioned tachometer sensor wires. The fse verified mixer pulley movement. All verification testing, including a high sensitivity system check, passed within specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was due to a malfunctioning peri-pump tubing.

Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results for one (1) patient on the unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer repeat tested the sample several times on the same unicel dxi 800 access immunoassay system and obtained erratic results. The customer repeat tested the sample on an access 2 immunoassay system (serial number (B)(4)) and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 results were not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Quality control (qc) was within the laboratory's established ranges prior to and after the reported event. The customer obtained a failing system check after the reported event. The patient samples were collected in lithium heparin plasma tubes without gel. The sample was centrifuged at 5000 revolutions per minute (rpm) for five (5) minutes at room temperature. There were no sample integrity issues noted.